Event description:
Boston scientific received information that the patient with this pacemaker presented at the hospital with a secretion emerging from the pocket. The physician thought the patient was allergic to the pacemaker and an infection was suspected, so he ordered tests to be done. The physician was going to explant the pacemaker the following day, but the patient's insurance was not accepted by the hospital, so he was moved to a different facility. After that, no one knew where the patient went. It was not possible to find anymore information about this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.